Event description:
It was reported that the patient underwent an unknown total joint replacement. Subsequently, the patient reported experiencing pain and mobility difficulties. Additionally, the patient reported having undergone bilateral knee replacement procedure(s) as surgical treatment; however, it is unknown if the patient intended to refer to the initial surgery(s) of the alleged device or a potential revision surgery. No further patient impact reported. No further information available.

Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: b3, d1 and g2. B3: date of event unknown. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
B3: corrected. D1: corrected. H6: corrected health effect and investigation clinical codes.